Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and non-penumbra microcatheter. During the procedure, the handle failed to detach the seventh smart coil after several attempts. The physician then attempted to manually detach the smart coil but was still unable to detach the smart coil. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same handle. There was no report of an adverse effect to the patient.